Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2017: email notification (synergy) received. It was reported that the patient was revised to address due to pain.

Event description:
Update oct 10, 2017: english translated additional information received. It was reported that the patient was revised due to bilateral hip prostheses wear. Revision reported plenty of black liquid flowing out from the left hip, and periarticular periosteum hyperplasia. This complaint was updated on oct 10, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.